Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the blood glucose value was 475mg/dl. Customer treated it with bolus wizard on her pump. Customer also reported that the ring was missing in the reservoir compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional's instruction. Customer declined to troubleshoot. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The device had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked lcd window and missing reservoir tube o-ring. The device was received with broken off reservoir tube lip. Reservoir was unable to lock in place due to reservoir tube lip being completely broken off.